Event description:
Consumer called to report her meter readings are varying too much. Analysis run on clark error grid using mean avg. Reading (203) as reference point vs. Bd readings (432,125,162,93) yielded some data points in the ca range of the grid, outside acceptable limits.